Manufacturer narrative:
Device is a combination product. Literature citation: nasu, k. Et al. (2015). Two-year clinical outcome in patients with small coronary artery disease treated with everolimus ¿ versus paclitaxel ¿ eluting stenting. Journal of cardiology, 2016, (68) (3) p. 209-214. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a journal article that patients experienced adverse events including death, myocardial infarction and reintervention. Taxus liberte stents were used in small coronary artery vessels. Non-bsc stents were also used. Within the taxus liberte group events of death, myocardial infarction and target vessel reintervention were noted. These events were not linked to specific patients.